Event description:
In 2003, the pt reportedly was seen at the center for a follow-up visit. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.